Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed with failed battery test while he was attempting to change his basal rates. The patient's blood glucose at the time of incident was 280 mg/dl. Troubleshooting was declined for the failed battery test alarm. The customer also mentioned having high blood glucose readings recently and treating these hyperglycemic events with insulin pump boluses; however, the customer declined troubleshooting for the high readings as well. No products were returned or replaced.